Manufacturer narrative:
H2/h3/h6: a power cord was returned and analyzed. The cord failed bench testing. During the continuity test, the ground prong was found to have an open connection. Codes 10, 120 and 4307 are applicable. H2/h3/h6: the power supply was returned and analyzed. It failed bench testing. The output voltage drifted from 5.100 vdc to 5.512 vdc. Codes 10, 120 and 4307 are applicable. Section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000438 pwr cd us, lot #: rev. 2 : s/n 243 kit svc o2 bi71000450 power supply psi, lot #: rev. 2 : s/n v17220277 / gr11925 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the ps1 power supply and power cord were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that when trying to take the scan the system would not acquire the image. They performed a hard restart and when removing the mobile viewing station (mvs) power cable from the wall the ground prong was damaged. There was no reported impact to the patient present. Additional information received. It was reported that the print on the power cord was not damaged when removing from the outlet. It is believed that this was damaged before the case and sometime in the past. The system was restarted 4 times, as well as disconnecting the umbilical. On the fourth the manufacturer representative was able to get a 3d spin.